Event description:
Independent repair center: customer alleged no customer stated problem and the key failure, the compressor is loud/ grinding. Additional malfunction is the pilot valve alarms/shuts down.